Event description:
It was reported that t:slim X2 pump battery would not charge, with power source alerts noted. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to ensure insulin delivery, and Technical Support arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.